Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history record review revealed no issues that could have caused or contributed to the event. Evaluation experienced the screen was black and dark during testing. The cause was identified to be a screen which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had black and dark screen. No additional information is available.